Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information and walked them through the process, after which the pump did not display the cgm error code again. The caller successfully started their sensor session.